Event description:
The advocate alleged, the customer was hospitalized for high glucose readings. The advocate also stated, the customer's physician told the customer to have his contour meter replaced. No other info was provided about the incident. No product will be returned. A replacement meter was sent to the customer.